Event description:
It was further reported that the patient experienced pacemaker syndrome and seizure. It was reported that the ra lead "snapping and fraying off into patient's body". The ra lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced shortness of breath, dizziness, and near syncope. It was reported that the right atrial (ra) lead exhibited oversensing of non-physiologic noise. It was also reported that the ra lead exhibited low impedance and an insulation breach was noted at the proximate point near the suture sleeve. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.